Manufacturer narrative:
D6a is an estimated date of implant.

Event description:
It was reported that patient with this artificial urinary sphincter (aus) experienced incontinence; a leak in the device was also reported. The aus was removed and replaced. There were no further patient complications reported.